Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The caller declined to provide information on whether the issue caused any adverse impact on blood glucose levels. The customer reverted to multiple daily injections as a temporary backup therapy.